Event description:
It was reported the patient was admitted to the hospital with infection and fever. It was further reported the pocket was infection and there was vegetation growth on the leads. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 419688 implantable pacing lead implanted: 2013 (B)(6); 5076-45 implantable pacing lead implanted: 2013 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6).